Event description:
It was reported that patient presented with pocket erosion. Physician reopened the pocket, repositioned the device, and closed the pocket. Patient remained stable throughout event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.